Event description:
The flexiva¿ ID tractip high power single-use laser fiber was plugged in, no aiming beam detected, and doctor was unable to fire laser. When attempting to unplug the device, the fiber end was extremely hot. A second fiber was opened and worked fine. The defective fiber was placed in dirty utility.